Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated patient tested 7.3 inr on the coaguchek xs plus system while a comparison lab returned as 5.5 inr. Patient's coumadin dose was held for 2 days based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.